Event description:
It was reported that during a definitive fixation and conversion of the unknown screws of an unknown locking compression plate (lcp) small fragment plate to short unknown unicortical locking screws, while reaming the medullary canal, the surgeon hit one of the unicortical screws and the medullary reamer head broke in the tibia. The surgeon thought that all the reamer head were retrieved in the infection/nonunion surgery, but after completing the case, there was still a small piece of the reamer head remaining in the tibia and the surgeon elected to leave the head. The unicortical screw was removed intact at the end of the procedure. Procedure was successfully completed with a ten (10) minute delay reported. No further complications to the patient. Concomitant devices reported: unknown unicortical screw (part# unknown, lot# unknown, quantity 1). Unknown lcp small fragment plate (part# unknown, lot# unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient was treated with an incision and drainage of the right tibia wound due to an open fracture and underwent a temporary open reduction internal fixation (orif) with locking compression plate (lcp) small frag plate placed medial. On an unknown date, the patient returned to the operating room for definitive fixation and converted the lcp plate screws to short unknown unicortical locking screws. While reaming of the medullary canal, the surgeon hit one of an unknown unicortical screws and the medullary reamer head broke in the tibia. The surgeon thought that all the reamer head were retrieved, but after completing the case, there was still a small piece of the reamer head remaining in the tibia and the surgeon elected to leave the head in the patient. Unicortical screws were removed intact at the end of the procedure. Procedure was completed successfully with a ten (10) minutes delay reported. No further complications to the patient. Concomitant device: unicortical screw (part unknown, lot unknown, quantity 1); lcp plate (part unknown, lot unknown, quantity 1) . This report is for one (1) medullary reamer head. This is report 1 of 1 for (B)(4).